Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/22/2020. Additional information: d10, h6. Additional h3 investigation summary: it was reported breakage suture. One empty open foil and one needle-suture piece of product code sxpp1a400 were received for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture piece cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis. In addition, body fluids and some barbs damaged were noted. The product code sxpp1a400 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. Additional information was requested and the following was obtained: what was used to complete the procedure? Changed with another one what tissue was being approximated or sutured when it broke? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number phk656/ sxpp1a400, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental med watch will be sent. Procedure date? What was used to complete the procedure? What tissue was being approximated or sutured when it broke? Device return status/follow up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a myomectomy of the uterus procedure on (B)(6) 2020 and barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.